Event description:
It was reported that during an unknown procedure, the clips did not form completely. The distal tips of the clips did not meet each other. Another device was used to complete the case. There was no patient consequence.